Manufacturer narrative:
The returned step drill is regarded to be the subject product. Review of the DHR revealed no discrepancies. Mechanical properties of the material are within specified tolerances. Thus, we exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2007) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received lag screw step drill shows intense traces of frequent use. The tip (1st step) of the stepdrill is broken off completely at the level of the transition to the 2nd step. The breakage surface shows signs of a forced brittle fracture, no plastic deformation is found. Appearance of the breakage surface indicates that the device broke suddenly in a forced brittle manner due to overload caused by a combination of high torsional and bending stresses whilst having significant contact with a hard / metal object (e.g. Screw hole of the nail, guide wire) during operating the device by a power tool. Significant damage found at the secondary cutting edges reveal that the drill came in contact with a hard object / nail during drilling. The cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. In addition, circumferential grooves, material abrasion at the inside of the primary cutting edges and the beaded rim at the transition to the bore indicate hard contact with a k-wire during drilling. It cannot be excluded that the cutting edges of the item returned had been damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Reasons for metal contact during drilling are various. Potential causes could be, loosening of the nail holding bolt during insertion of the nail, not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve), drilling without drill guiding sleeve, using blunt or damaged drill, high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail, guide wire not removed prior to drilling, originally deflected k-wire based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather related to improper handling by the user and has to be classified as misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The customer reported via the sales business manager that during a procedure, the blade of the reamer had sheared off inside the patient's femoral head. The customer reported that the surgeon managed to remove the main reamer but the blade had fallen inside the patient's femoral head. The customer reported that due to the nature of the surgery, they were using continuous x-ray monitoring and therefore they were able to identify and successfully remove the blade. The customer reported that the event resulted in a 45 minute delay to surgery due to the time it took to retrieve the blade but there were no adverse consequences for the patient. The customer reported that they completed the procedure successfully using a different reamer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported via the sales business manager that during a procedure, the blade of the reamer had sheared off inside the patient's femoral head. The customer reported that the surgeon managed to remove the main reamer but the blade had fallen inside the patient's femoral head. The customer reported that due to the nature of the surgery, they were using continuous x-ray monitoring and therefore they were able to identify and successfully remove the blade. The customer reported that the event resulted in a 45 minute delay to surgery due to the time it took to retrieve the blade but there were no adverse consequences for the patient. The customer reported that they completed the procedure successfully using a different reamer.